Event description:
Customer called to report the insulin pump had fluid behind the lcd display. Blood glucose reading was 135 mg/dl. The customer had worn the insulin pump into the shower multiple times. Customer also stated she had dropped the insulin pump multiple times per day. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found. The insulin pump had missing segments on the display due to a cracked connector. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.